Event description:
Event description guidant received information that this transvenous defibrillation lead was exhibiting oversensing of myopotentials resulting in pacing inhibition. It was reported that the rate/sense portion of this lead was surgically capped and a new rate/sense lead was successfully implanted. At the time of the lead revision procedure, this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to the advisory notification regarding this model/device. No adverse patient symptoms were reported.